Manufacturer narrative:
The evaluation of the returned portion of the a distal end percutaneous lead (driveline) confirmed damage that could have contributed to the reported pump stops and low speed events captured in the submitted system controller log file. A distal end percutaneous lead (driveline) repair was performed on (B)(6) 2017 and approximately 6 inches of the external portion of the driveline was returned for evaluation. Visual inspection of the driveline found the outer silicone jacket and bionate layer beneath to be unremarkable. Electrical continuity testing revealed a short to shield on the black wire that was reproduced through manipulation of the driveline near the controller connector. The metal braided shield showed deterioration at an area located 0.5 inches and 2.5 inches from the controller connector. Visual inspection of the wires beneath revealed a partial fracture of the black wire at the nipple housing of the controller connector, exposing the conductors within. Excluding the noted area of damage, the driveline was submerged in a saline bath for high potential testing to verify the integrity of the remaining wires. No additional insulation breaches were detected. If the exposed conductors of the damaged wire made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the reported pump off or low speed events captured in the log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years an 1 month. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017 at 10:30 pm, the patient reported to the vad coordinator that while the lvad was connected to the power module, it produced a low speed alarm. The patient was instructed to keep the lvad system on battery power and report to the clinic the next day. The lvad was interrogated and pump stoppage events were observed. The lvad was connected to a grounded power module patient cable and another pump stoppage occurred. The system controller was exchanged and the patient was provided an ungrounded power module patient cable. There were no further pump stoppages reported. The manufacturer's technical services performed log file analysis and reported that the data showed pump stoppages. These issues only appeared to be occurring while the vad was connected to the power module. The patient remained asymptomatic. The patient underwent a percutaneous lead (driveline) replacement on (B)(6) 2017. No additional information was provided.